Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was isolated to the cable connecting the distribution node (dn) to the rear1 therapy electrodes being pulled from the strain relief, causing the tes to not recognize. The belt did not pass falloff testing. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.